Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right atrial lead exhibited noise that resulted in mode switch episodes. No interventions were performed and the lead remained implanted. The patient denied feeling symptomatic and would be monitored for now.